Manufacturer narrative:
This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the pt was found unresponsive and in sudden cardiopulmonary arrest one dat post dialysis treatment; the pt expired the following day. It was further alleged that the death was caused by the product administration to the pt.